Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door had failed and medication failed in unit, it required maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer (fse) found that tower doors 7 and 8 were coupled due to improper latching caused by user only pressing the top latch area. Cleaned the contacts on both latches as a preventative measure and fully tested the doors. Advised rx to place a sign instructing user to press firmly in the middle when closing the door. All tests passed in hardware test application (hta) and the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door had failed and medication failed in unit, it required maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.